Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. (B)(4). The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the button function was normal and there was no abnormality in the unit. The unit successfully passed the required performance verification test.

Event description:
The customer reported upper right button does not respond. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.